Manufacturer narrative:
Patient's date of birth unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to infection. Among other devices, two spectranetics lead locking devices (lld's) were inserted into the rv and ra leads to use for lead traction to aid in removal. The ra was successfully removed first, with no complications. However, during the attempt to remove the rv lead, the patient's blood pressure dropped and cardiac tamponade was noted. Rescue efforts began immediately, including pericardiocentesis which drained 200cc. After this intervention, the patient was stable and was transferred to ICU. Both leads were successfully removed. There was no reported malfunction of any spectranetics device used in the procedure.